Event description:
It was reported that the target lesion was in the proximal left anterior descending artery, and had moderate tortuosity, moderate calcification, and a 90% stenosis. Predilatation was being performed with the 3.5x15 mm voyager rx; however, the balloon ruptured on the first inflation of 8 atmospheres, for 10 seconds, and a pinhole rupture was confirmed. Resistance was felt during advancement of the balloon catheter to the lesion; however, no resistance was felt during retraction of the balloon catheter from the patient. A 3.5x15 mm voyager nc was used to complete predilatation and a 3.5x15 mm xience v stent was deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, bmw universal ll, guide cath: profit jl3.5. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.